Manufacturer narrative:
(B)(4). Additional information: the following information was requested, but unavailable: when the difficulties removing the safety were experienced, was the indicator in green range prior to removing the safety? Was the indicator within the green range while firing? What indication was received that the firing was complete? Were the staples found in site 2 formed or unformed? Were the donuts full? Did the device cut or staple? Did the user hear a crunch on the first firing? Did the user hear a crunch on the second firing? Were there any noises heard with the first device or second device or both? What is the patient¿s current status? The analysis results found that the cdh33a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The safety functioned as intended and without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic sigma procedure, device did not staple correctly. The safety knob could only be removed with application of force. There were no typical noises during firing, and they could not see if the anastomosis was complete. There were some staples found in the situs. They made a second resection and took new instrument, used the head of the former instrument, made a temporary anus praeter, patient is well, no further information is available. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4).